Manufacturer narrative:
The unit passed the displacement test. However, the unit was unable to prime during the prime/compromised force sensor test and motor error alarm during basic occlusion due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window, cracked case at reservoir tube window corners and battery tube threads.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor error. The blood glucose reading was 110 mg/dl. The customer states that the insulin pump had been dropped a couple of times. It was also stated that the sensor did not detect the reservoir. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.